Event description:
Customer reported having issues with the sensors. Customer reported that she was bleeding at insertion site. She inserted a new sensor since she had previous issues with blood on the site. New sensor is causing the insulin pump to alarm multiple sensor errors. Troubleshooting was performed on both sensors and troubleshooting determined issue might be on the transmitter. Customer's blood glucose level was 91 mg/dl. No further information reported.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, unable to confirm needle complaint due to the customer did not return insertion needle with the enlite sensor.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.